Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported by the child that the patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the arm. The patient experienced loss of consciousness. The cgm was reading 57 mg/dl and the blood glucose reading was 23 mg/dl. The patient was treated with IV dextrose and fluids by emergency medical service and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.